Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump into a puddle. Subsequently, the pump shut off and became unresponsive. The customer attempted to charge the pump, but the pump was still unresponsive. There was no reported impact to the customer's blood glucose level.